Event description:
Following a carotid stent procedure, an angio-seal device was placed in a pt's right groin. The physician chose to utilize an arrowflex sheath rather than the sheath which is included in the angio-seal kit. The pt who has cerebral palsy, involuntarily moved during deployment. An ultrasound was performed, and the pt was later taken to surgery where an occlusion was identified and repaired. As of 10/20/98 there has been no further report to the MFR of complication or pt sequelae.